Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure using inflation media glycerol/water and no leaks were noted. A vacuum was then applied and the balloon deflated fully in 09 seconds. The deflation time was verified using digital timer. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The times were measured at 08, 09, 08 seconds. The inflation device was verified at 24 atmospheres before and after use with a calibrated pressure gauge. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination identified no issues with the tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No issues were identified during the product analysis

Event description:
It was reported that slow balloon deflation occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified forearm vein. A 5.0 x 40, 40cm mustang balloon catheter advanced and successfully performed pre-dilatation. However, it was noted that the balloon was very slow to deflate. The balloon was removed fully deflated and procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that slow balloon deflation occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified forearm vein. A 5.0 x 40, 40cm mustang balloon catheter advanced and successfully performed pre-dilatation. However, it was noted that the balloon was very slow to deflate. The balloon was removed fully deflated and procedure was completed. No patient complications were reported.